Event description:
It was reported that the device was overheating. No further information was provided.

Manufacturer narrative:
Additional information: d10.

Event description:
It was reported that the device was overheating. No further information was provided.